Event description:
It was reported that the patient had return of pain in the last 6 months after falling twice. A (B)(4) study had been attempted, but they were unable to aspirate the catheter. The pump and catheter were replaced. It was noted that there was no injury and the patient recovered without sequelea. The pump was used to deliver dilaudid and bupivicaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter and pump connector revealed coring/tears/cuts in seal; due to outlet port; user related. The catheter likely may have been damaged during implant. The damage is to one side of the seal of the pump connector rather than it being centered. The piece that was tearing off the seal is on the inward side of the pump connector. This may have been the cause of the occlusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, lot # n106282001, implanted on: (B)(6) 2007, explanted on: (B)(6) 2012; 8835 personal therapy manager, serial # (B)(4). (B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.